Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the emergency treatment. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to the control module. A review of the system logfiles found an issue with pdu fan tray. The defective pdu fan tray was returned for analysis, which concluded that the power supply was defective. The fse replaced the pdu fan tray. After replacement, the system was returned to use in good working order. Philips has initiated a field safety corrective action (2025-igt-bst-024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's table side controls lost power, which can impact geometry. No harm was reported to philips. Philips has started an investigation of this complaint.